Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in an artery below the knee. A 2 mm x 40 mm x 144 cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, upon insertion over the wire, the balloon would not inflate and upon inspection, a pinhole was noted on the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.